Event description:
On (B)(6) 2023, patient underwent treatment of an infrarenal aortic aneurysm utilizing gore® excluder® aaa endoprosthesis and gore® dryseal flex introducer sheath. During the procedure, 16 fr sheath was introduced into the left femoral artery and advanced into the infrarenal aorta without complication. A rlt261416 device was chosen as the appropriate size graft for proper treatment. Following the prep of the device, rlt261416 device was loaded onto the end of the amplatz wire and advanced to meet the hub of the 16 fr sheath. Physician mentioned that the device felt resistance while passing through the balloon hub, but then was advanced through the sheath in a normal fashion. Sheath was straight with minimal tortuosity in access arteries and common iliac. The physician then attempted to withdraw the 16fr sheath to prepare for primary deployment. While trying to retract the sheath, great pressure was noted. While watching the proximal portion of the graft under angiography, it was noted that the main body graft and sheath were moving in unison, and were unable to be separated. The physician attempted one more time to separate the devices, while doing this an abrupt movement of the sheath was observed outside of the patients body. A portion of the sheath had began to unspiral distally, but the proximal portion was still noted at the proximal aspect of the main body graft, inside patient's body. As primary deployment was not initiated, physician decided to remove both the main body device (rlt261416 )and the 16fr sheath as a unit. Device and 16fr sheath were removed without complication. Procedure was completed using a new 18fr sheath, and another excluder c3 device was loaded, advanced, and deployed without incident or any patient harm. Patient tolerated the procedure.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6: code b01-results pending completion of device analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. Device was returned, and a product evaluation was performed. Product evaluation summary provided the following information: the gore® dryseal flex evaluation found the gore excluder aaa endoprosthesis (aaa) delivery system remains inserted in the gore® dryseal flex introducer sheath. The gore® dryseal flex introducer sheath showed visual damage on the trailing section. The root cause for the gore excluder aaa endoprosthesis not being able to withdraw could not be confirmed with the available information. The procedure for event trending, analysis, and review, md24024, generates documented, timely, and systematic trending and analysis of product event information to ensure that each design in distribution is performing in the field as expected. This type of occurrence has not yet been identified through md24024 trending process as requiring a CAPA. This type of occurrence will continue to be monitored through md24024.